Event description:
A home peritoneal dialysis patient reported that he was getting scale alarms and ran out of solution by fill 5 and was unable to complete his treatment. He stated that he had some stomach discomfort when this occurred. The data sheet on the cycler showed that there were some drain volumes that were unusually high. Patient was admitted to the hospital around this time, but the medical professional from the facility stated that it was not related to the reported cycler problem. There was no serious injury or illness.